Manufacturer narrative:
Field service engineer (fse) went on site to repair the device. The device lid had cracks and breakage due to physical stress. The device was located on a metal platform with two other oer-pros with limited access for maneuvering. Fse replaced the lid of the device. The lid was smacking up against the top shelf, and fse adjusted the hinge so that the lid opening will stop prior to hitting the shelf. Equipment was repaired and verified according to other equipment manufacturer instructions. The covers of the oer-pro were not removed so an electrical safety check was not required. Software attributes have been verified. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, the handle on the device was damaged and needed replacing. There is no reported harm to any patient.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections.